Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the right ventricle lead (rv) was explanted due to infection. The lead broke upon extraction, leaving the head of the lead lodged in the subclavian vein. The patient was given antibiotics and several days later, a new system was implanted on the right side. No further complications were reported. The remainder of the lead that was explanted was discarded at the hospital.

Manufacturer narrative:
Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became fractured/detached due to a combination of factors including manipulation during removal, lead design, and patient anatomy. A corrective and preventive action (CAPA) investigation was performed to further evaluate this behavior and it was determined that a corrective action is not warranted. Boston scientific will continue to monitor and trend these complaints to ensure that the rate remains within expectations as outlined in our of quality systems process. Additionally the next generation ingevity+ lead was designed with a tri-filar inner coil and enhanced joint design, which is expected to mitigate these issues.

Event description:
It was reported the right ventricle lead (rv) was explanted due to infection. The lead broke upon extraction, leaving the head (tip) of the lead lodged in the subclavian vein. The patient was given antibiotics and several days later, a new system was implanted on the right side. No further complications were reported. The remainder of the lead that was explanted was discarded at the hospital.